Event description:
It was reported that in the operating room, there was much resistance felt when attempting to insert the sheath and dilator through the internal jugular vein. The sheath and dilator were removed to find that the distal tip of the dilator was damaged. As a result, a new kit was opened and used to complete the procedure without issue. There was no reported delay, death, or complications to the pt as a result of this occurrence.

Manufacturer narrative:
(B)(4).